Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9248167. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. Samples were unavailable for further evaluation of this incident; however, this is a known issue. The exact cause for this incident is currently being identified through an ongoing investigation, CAPA#1472544; however, this issue has been isolated to product manufactured using one single packaging line. All affected product has been placed on hold and production has been ceased on the responsible packaging line. H3 other text : see h.10.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl 0.9% packaging has holes in it. This was discovered before use. The following information was provided by the initial reporter: patient rang to report they had received our letter about the posiflushes (letter sent to our patient¿s after receiving your fsn). They reported they only have this batch of syringes and all have holes in the packaging. This is the only affected batch sent to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl 0.9% packaging has holes in it. This was discovered before use. The following information was provided by the initial reporter: patient rang to report they had received our letter about the posiflushes (letter sent to our patient¿s after receiving your fsn). They reported they only have this batch of syringes and all have holes in the packaging. This is the only affected batch sent to the patient.